Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in a1. H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without anchors and suture. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the device functioned as intended. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, an inadvertent impact or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical & impact codes).

Event description:
It was reported that, during an arthroscopic procedure, after both ts were deployed with the "ultra fast-fix curved", the t1 implant was found not secure inside the joint cavity. Both ts were left inside the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Event description:
It was reported that, during an arthroscopic procedure, after both ts were deployed with the "ultra fast-fix curved", the t1 implant was found not secure inside the joint cavity. Both ts were left secure in the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.